Event description:
Bard peripheral vascular (bpv) has confirmed that one lot each of two product code numbers were inadvertently shipped to customers as non-sterile (without sterilization). The issue was discovered during a review of internal processes associated with the support catheters.

Manufacturer narrative:
The medwatch is not associated with a customer complaint or reported adverse event; however, it is being filed in accordance with 21cfr part 803.53. The initial medical assessment has indicated there could be an immediate incremental risk to pts who have had a procedure performed with the affected code/lot numbers listed below: product code: (B)(4), lot number: fcwc10010; product code: (B)(4), lot number: fcwc10009. The MFR has issued a recall notification to the identified customers who have received the affected products. On (B)(4) 2013, the MFR notified the FDA (B)(4) recall coord of the pending voluntary recall and gained concurrence of the customer notification letter prior to its distribution. On (B)(4) 2013, the voluntary recall was initiated.